Event description:
Caller reported a tandem mobi cartridge alarm during the load process, which prevented them from resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus; however, the alarm recurred, indicating the bolus did not complete successfully. As a resolution, technical support arranged for a replacement pump and cartridge, advised the caller on a backup therapy to prevent insulin delivery interruption, and ensured the return of the problematic pump. Customer reverted to an alternative method of insulin therapy.